Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital, lead dislodgement and loss of capture were observed. The patient underwent tricuspid valve replacement, and the lead was epicardial implanted. The patient was pacemaker dependent. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.